Event description:
The reportr stated that reporter did meter to hcp meter comparison tests, 1 hour apart. Reporter's meter reading was 279mg/dl, and the hcp meter read 169mg/dl. A control solution test was not done due to unavailability of the proper test solution. No harm was alleged.